Event description:
It was reported that when the doctor tried to implant a deep brain stimulation lead he noticed that three leads had a bent tip. The implant was completed with a new, good lead. See MFR. Rep. # 6000153-2011-08977 and 6000153-2011-08978.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.